Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a patient having poor vision with no improvement due to probable amblyopia. The patient was not correctable to better than 20/40. The lens was exchanged for another lens model.